Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 750 (mg/dl). Infusion site changes, correction boluses and manual injections were given in an attempt to treat bg levels; however elevated bg levels persisted. Customer was subsequently hospitalized on (B)(6) 2016 and treated with intravenous insulin. The customer was released from the hospital on (B)(6) 2016 with bg levels in the target range.